Event description:
A report was received that the patient scs system was not working properly after he went through multiple MRI. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient scs system was not working properly after he went through multiple MRI. The patient will undergo an explant procedure.